Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 489 mg/dl. The customer's current blood glucose is 135 mg/dl. The customer reported throwing up and could not hold water after eating their lunch. Troubleshooting was performed. The customer was admitted into hospital as a result of high blood glucose. The customer drove himself to the hospital on (B)(6) 2017 around 7:00 pm. The cause of hospitalization per the healthcare provider was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Nothing will return.